Event description:
Reporter indicated that a vns programming system would not communicate with patients' generators. Troubleshooting was performed on the system and the dell hhd serial connection was found to be loose and when manipulated, communication was successful. The hhd, serial adapter cable, and flashcard were returned and analysis was performed. No anomalies were found with the serial adapter or flashcard as they were performed according to specifications. During analysis of the hhd, it was identified that the hhd had communication difficulties. The cause for the communication difficulties was associated with a bent pin in the hhd serial connector. After the pin was straightened, no further anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge.

Manufacturer narrative:
H.6. Device failure occurred, but did not cause or contribute to a death or serious injury.